Event description:
It was reported that the insulin pump display was not visible. Customer stated that he cannot read the screen on the insulin pump. Customer stated that he went through a scan. Customer's blood glucose was 3.9mmol/l. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on lcd board. The insulin pump was unable to verify missing segments or display anomaly when buttons are pressed due to blank display. The insulin pump had cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.